Event description:
It was reported that the wake button was delayed in responding to touch. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.